Manufacturer narrative:
A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Eval of the returned device confirmed reported bent condition. As event details include instrument was dropped, eval results were inconclusive as to determining the cause of the damage. This report filed on july 15, 2008.

Event description:
It was reported that patient underwent surgical procedure utilizing intramedullary bone saw in 2008. Prior to use of the device, it was noted that the indexing plate plunger was bent approx thirty (30) degrees to its normal orientation and trouble was experienced during assembly of the instrument. Twice during the procedure, the instrument had components fall on the floor requiring resterilization. An accumulated 45-minute to 1-hour delay in the procedure was incurred.